Event description:
No additional information received from the customer.

Manufacturer narrative:
Updated: d9, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that while performing a leak test during reprocessing of the colonovideoscope, black fluid was observed to leak from the device. There was no patient involvement and no report of harm as a result of the event.